Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (15) 1cc, 6mm, 31g syringes (5 loose, 10 in a sealed poly bag) from lot # 9350454. Customer states that the needles will not penetrate the insulin vial and they have to press hard on the plunger and is bruising. All returned syringes were tested (#1-5 loose, #6-15 from the sealed poly bag) for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All samples returned loose exhibited a hooked cannula point. Also, all samples were tested and all plunger rods were exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 9350454. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865632] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hooked point) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move) hooked cannula point caused during use of the product by the customer.

Event description:
It was reported that syringe 1.0ml 31g 6mm s/c u-100 relion plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 328519. Batch no: 9350454. It was reported that the needles will not penetrate the insulin vial of injection site. Consumer is also having to press hard on the plunger and is bruising. Event description per snow verbatim states: relion consumer reported, some of the needles will not penetrate the insulin vial or his injection site. Stated, he is getting bruising as a result of having to push really hard on the syringe when taking injection. Stated, does not re-use and he rotates different injection sites. Stated, has not seen a doctor.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31g 6mm s/c u-100 relion plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 328519 batch no: 9350454. It was reported that the needles will not penetrate the insulin vial of injection site. Consumer is also having to press hard on the plunger and is bruising. Event description per snow verbatim states: relion consumer reported, some of the needles will not penetrate the insulin vial or his injection site. Stated, he is getting bruising as a result of having to push really hard on the syringe when taking injection. Stated, does not re-use and he rotates different injection sites. Stated, has not seen a doctor.